Event description:
Reporting status: malfunction. Reporting rationale: stent dislodged/no medical intervention, has previously caused patient injury. Device issue: stent dislodgement. It was reported that the vision stent dislodged from the stent delivery system (sds) and was located inside the orange protective sheath. This occurred during preparation when protective sheath was removed from the sds. Reportedly, there was no pt involvement with this device. No additional event or pt informaiton is available.

Manufacturer narrative:
A conclusive root cause could not be determined for the stent dislodgement. Evaluation summary: quality assurance analysis of the device revealed that the stent delivery system (sds) was returned with blood on the balloon, the shaft and in the guide wire lumen. There was contrast on the balloon and on the shaft. The stent was returned completedly dislodged from the balloon. There was a kink in the stent 5.5 mm proximal to the distal end of the stent between the fifth and sixth row of struts. There were crimp marks on the balloon between the markers. The protective sheath was not returned with the sds. The balloon was tightly folded. There was peeling material along the entire length of the balloon. The tip was stretched open and folded in on one side. There was a scratch on the shaft 7 cm proximal to the proximal balloon seal extending proximally for a length of 2.5 mm. There was raised material on the proximal end of the scratch. There were bends in the hypotube 20 cm and 63 cm distal to the distal end of the strain relief tubing. No other damage was noted to the sds. A laser micrometer was used to measure the stent outer diameters which did not meet manufacturing criteria. Product performance engineering reviewed the incident information and analysis of the returned device. It was reported that the stent dislodged when the protective sheath was removed during preparation for use. Analysis confirmed that the stent had dislodged, but the protective sheath was not returned. Also, there was a kink in the proximal end of the stent. The stent could have become dislodged and damaged if excessive force was applied during removal of the sheath. Crimp marks were present on the balloon, suggesting it was properly positioned at the time of manufacturer. The stent outer diameter dimensions were outside of the accepted manufacturing specification; however, because stent outer diameter is verified 100% at the time of manufacture and units in this lot were all well within the required specification, this most likely occurred at the time of dislodgement as it is expected that the stent would expand during travel over the balloon. In addition, all online testing for the lot in question met stent security criteria, which would indicate the unit had an adequate crimp. Additional damage noted to the returned device was peeling along the length of the balloon, the tip was stretched, there was a scratch with lifted material on the shaft and two bends in the hypotube distal to the strain relief tubing. There was no mention of any of this damage in the incident report and may have likely occurred as a result of handling at the site. Based on the available information a conclusive root cause for the stent dislodgement cannot be determined. The lot history record was reviewed and there were no non-conformities associated with this product lot. This MDR is considered closed by the quality assurance department.